Event description:
A customer reported that their pump declared an altitude alarm 21, resulting in the customer¿s blood glucose level exceeding 500 mg/dl, with the specific value displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi), and although they received normal assistance from a third party, they were not incapacitated by their blood glucose level. Technical support decided to replace the pump, confirming the shipping address and instructing the caller on returning the defective pump. The customer was also advised to use mdi as a backup therapy to maintain insulin delivery without interruption.